Event description:
It was reported that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 64 mg/dl when her actual blood glucose level was 93 mg/dl. Troubleshooting was done. Advised that the sensor glucose and blood glucose difference was not within acceptable range. Advised that three replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance testing. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.